Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 72-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, there was a high purge pressure alarm. Troubleshooting was performed, which did not resolve the issue. Instead of replacing the pump, the physician decided to explant the device, since the patient had recovered hemodynamically. The post-procedure outcome is survived at explant. The impella is being reported due to the early termination of support; however, the device removal was performed with no consequence to the patient.

Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report.